Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to exposure to cold temperature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in backup vvi prior to implant. Device was not used.